Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during a gastroscopy with esophageal dilatation procedure to treat a benign stricture performed on (B)(6) 2025. During the procedure, the balloon presented a leak while inflated. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. **additional information received on september 3, 2025** it was reported that the procedure was completed with another of the same device.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) has been updated. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during a gastroscopy with esophageal dilatation procedure to treat a benign stricture performed on (B)(6) 2025. During the procedure, the balloon presented a leak while inflated. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.